Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 43.48mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument had a broken tip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) received the following additional information: the tip was broken off/detached. No fragment fell in patient. This item was peel packed and we noticed it was broken prior to opening it to the sterile field. The instrument did not collide with any other instrument or tool during the procedure. The instrument was not used during the procedure. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.